Manufacturer narrative:
The suspect device involved in the reported incident was returned to merit medical for evaluation. A follow-up report will be submitted when the investigation is completed.

Event description:
The complainant reported that the rotator of the tubing broke off when connected to a micro catheter. This occurred when infusing contrast agent during an angiography procedure. There was no harm or injury to the pt.